Event description:
Customer called to report the needle hub on the sensor is stuck in the enlite serter. Blood glucose reading was 49 mg/dl. The customer stated that the sensor was inserted successfully but the needle hub is stuck in the serter. Advised the enlite serter will be replaced. Nothing further reported.

Manufacturer narrative:
The insertion test could not be performed due to the needle hub being stuck in the inserter catch arm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.